Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008, in regards to erroneously elevated accutni results (troponin) results for two pts generated on the unicel dxi 800 access immunoassay system on (B)(6) 2008. The samples were rerun by the system generated critical rerun feature of the device and results were again elevated. The customer reran the samples on a different system and results were within normal reference range. The initial erroneously elevated results were not reported outside the laboratory. There are no reports of any adverse pt consequence or change to the pt's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) inspected and checked the system, no hardware issues were found; all verification results were within established specification. No definitive root cause could be determined for this event. This is a single malfunction event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.